Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, impedance problem, and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event for a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The cause of the reported event for a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region. The reported events of inadequate capture and impedance problem were not confirmed. Electrical testing did not find any indication of conductor fractures. The lead was shorted due to an over torqued inner coil at the connector region due to procedural damage.

Event description:
It was noted that there was a high capture threshold and out of range impedance on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. During a relocation procedure to resolve the rv lead dislodgement, it was noted that there was difficulty retracting and extending the helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.